Event description:
It was reported the patient's blood glucose levels rose to  342 mg/dl, while wearing the pod between 4 and 24 hours on the infusion site (leg), as treatment, the patient changed out the pod for a new pod. The pod was leaking.

Manufacturer narrative:
During fluid path testing, fluid was found to be leaking from a tear in the exposed portion of the soft cannula near the formed needle tip. Fluid was unable to flow through the complete fluid path as it was observed to leak from the tear in the exposed soft cannula. It could not be determined when or how this damage occurred. The download data does not contain any timeouts or pulse width increases that would indicate a struggle to deliver insulin. No other damages or manufacturing deficiencies were found that would result in the device failing to deliver insulin. Because it could not be determined when or how the soft cannula damage occurred, it could not be conclusively determined if this damage contributed to the reported leaking during wear or not sure delivering insulin events. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.